Event description:
It was reported that the patient received radiation and his urinary incontinence came back. Therefore, the patient underwent surgery to replace the artificial urinary incontinence. There were no further patient complications.